Event description:
Procedure: right upper lobectomy. Reportedly, after firing, the jaw would not open. Cut the tissue and removed the device from the cavity. Reinforced the fragment with hand sewing. No patient injury reported.